Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row is damaged with stent struts lifted on one side from the crimped stent position. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 18mm in length, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion contained <=45 degrees bend. After a non-bsc guide wire and 6f 3.5 extra back up guide catheter was engaged, pre-dilation was performed with a 2x10mm non-bsc balloon catheter. Subsequently, a 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion even after multiple dilatations and attempts. The procedure was completed using a 3.00 x 18 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.